Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient got an infection somewhere on their left side dbs system. The full left system was explanted on b)(6) 2020. Manufacturer was not made aware of this explant until during a revision surgery on b)(6) 2021 it was discovered that the entire left system had previously been removed. Primary device and all ipsilateral (left) components were explanted. The infection has been cleared/cured, and the patient is now scheduled for reimplant of a new dbs system. Hcp was working on patient's left side by implanting an extension on b)(6) 2021. Pt had a previous left side lead/extension and ins that was removed in (B)(6) 2021. Pt has a complete system on the right side but given that hcp uses clearpoint imaging system, hcp removed the right ins to ensure there was no interference or damage created with ins with that imaging system. Hcp doesn't want to take a chance on causing damage or issues with the device. Hcp left the lead and extension in on the right side. Technical services reviewed to be conservative, that it would be best to report even though there is no issue with device or therapy. This is how this hcp does all his cases for bilateral implants and needing to work on a single side or both.